Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Unit was received inoperable due to the reported system error 105 was caused by a failed motor (flex). The failed motor assembly was replaced.